Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a visceral procedure, the clips would not advance. After ten clips the following clips wouldn't advance. A new clip applier was used to complete the case. There were no adverse consequences for the patient.

Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) and 123 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.